Event description:
The wound drain broke upon removal from the pt. The drain was placed post c-section. There was no contributing medical history, no perforations made in the drain and one suture put in the skin to secure the drain. The drain was not checked for free motion after placement however, no binding/pinching was noted and no x-rays were taken to verify placement. To remove drain, suture was snipped, pull force was applied to drain, resistance was noted, pulled harder and drain broke at connection ot plastic tubing. Pt was taken to surgery to have the remaining drain portion removed.